Event description:
It was reported that this device exhibited premature battery depletion soon than expected. Six months ago, the longevity was one and one half years remaining. At the last follow up, the remaining longevity as less than three months. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited premature battery depletion soon than expected. Six months ago, the longevity was one and one half years remaining. At the last follow up, the remaining longevity as less than three months. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.